Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached a range of 280mg/dl to 300mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient was "did not feel well" and bg did not improve, therefore, a visit to the hospital was made. Patient was diagnosed with hyperglycemia with an unknown "infection." Upon pod removal, it should be noted that infusion site was "red and irritated." Treatment included a 3 unit delivery of insulin and application of a new pod. Two days after hospital visit, patient's mother followed up with health care provider to find patient had been infected with sinus infection (sinusitis). As treatment for infection, patient was prescribed cefdinir (250mg every 12 hours). Patient's endocrinologist ordered patient's basal rate be increased until infection cleared up. The device in question is not available as it was discarded by patient.